Manufacturer narrative:
The compressor mini was reported for going in to stand by mode when not intended. No parts have been replaced or returned for further investigation. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. Depending on the set o2-concentration this may cause a higher than set o2-concentration being delivered to the patient circuit. If no o2 is available this may lead to stop of ventilation. Alarms will be triggered and the operational checks will fail if this error occurs. Since no parts or service report were received for investigation the root cause cannot be determined. H3 other text : not enough information is available to determine if the device has been evaluated.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor unintendedly went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).